Event description:
Device malfunction: foot break (device #1). Time of device malfunction: during vessel closure. Symptoms/ae: unretreived foreign body and failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the right common femoral artery after an unspecified procedure. Reportedly, the proglide device was deployed but "it failed to attach." The device was removed and a second proglide was attempted with the same results. Additional info indicates that "the suture was deployed; however, it did not attach to the vessel because the device came out of the vessel." An angio-seal was used to achieve hemostasis. After the closure procedure, the devices were inspected and it was noticed that part of the foot from both devices was missing. An x-ray was taken but nothing was identified in the pt groin. Two weeks later, in 2008, a venogram revealed a blockage; it was felt to be "similar to the perclose device." No info was provided regarding the presence of pt symptoms. Additional info was received from the risk mgr that, in 2008, a "black" foreign body had been surgically removed from the pt's right common femoral artery and an endarterectomy with patch had been performed. There were no reported adverse pt sequelae. Additional info has been requested but it has not been provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. Device #2 - proglide (part #12673-03; lot #unk), being filed under separate medwatch report.